Manufacturer narrative:
Manufacturer's investigation conclusion:the reported event of low power hazard alarms while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log files. The log files contained approximately 27 days of data combined ((B)(6) 2020 per the timestamp). The log files captured a low voltage hazard alarm on (B)(6) 2020 from 02:24:48 to 02:24:51 due to a loss of external power while connected to the mpu. The alarm resolved once power to the mpu was restored. The system controller backup battery supported the system without issue during the loss of external power. The alarms did not affect the controller¿s ability to operate the pump at the set speed.additional information provided stated that the mpu works properly and does not need to be returned for analysis. The account stated that the mpu lost ac power from the wall outlet, and indicated that this was due to a power interruption caused by a storm. The root cause of the reported event was determined to be a loss of ac power from the wall outlet; the account indicated that this loss of power was due to a storm.the device history records were reviewed and the records revealed that the mobile power unit (mpu), serial number (B)(6) =, was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on (B)(6) 2016.heartmate 3 instructions for use (IFU) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage hazard and low flow hazard alarms, and the actions to take if the issue does not resolve.heartmate 3 IFU section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explain how to properly use the mpu and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump.the patient handbook and the IFU also caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment.no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
Related manufacturer report number: 2916596-2020-03412. It was originally reported that the patient felt unwell and experienced weight gain. The controller parameters showed a slightly reduced flow and power consumption. Per the clinician's telephone conversation, the center suspected a twist in the device. An echocardiogram showed an increase in pressure in the anastomosis between graft and aorta. A CT scan was performed and a jet at the intersection of the aorta was observed. Another scan by c-arm with contrast observed the same situation. It was reported that there was a desire to continue treatment. Further log file analysis found low power hazard alarms that are consistent with a loss of external power to the mobile power unit (mpu). Additional information reported that the mpu was working properly and would not be returned. The power had been lost from the wall. The drop in energy was possibly due to a power plant failure or storm.